Event description:
It was reported that this device gave an inappropriate shock due to p and t-wave oversensing. Also, the battery status was at elective replacement time after a little over five years of implant time. The device was explanted due to possible premature battery depletion. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device gave an inappropriate shock due to p and t-wave oversensing. Also, the battery status was at elective replacement time after a little over five years of implant time. The device was explanted due to possible premature battery depletion. There were no additional adverse patient effects.